Event description:
As reported by the affiliate, when the catheter was positioned on the lesion, the operator released the liquid to swell the balloon, but liquid leaked out from hub. It was impossible to complete the intervention with this device. When the surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. A new catheter was used to carry out the operation.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt. Please note that multiple attempts to gather additional pt's procedural info have been made and have been unsuccessful.